Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a apex balloon catheter. The balloon was tightly folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was no damage. The reported shaft broken was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 15 x 1.5 mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 1.50 mm x 15 mm apex¿ flex balloon catheter was advanced to dilate the lesion. However, the delivery shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 15x1.5mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 1.50mm x 15mm apex¿ flex balloon catheter was advanced to dilate the lesion. However, the delivery shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.